Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by customer's mother, (B)(6) that a hospitalization has occurred due to high blood glucose. Customer is experiencing nausea, vomiting, excessive thirst, abdomen pain and keytones. The blood glucose reading is over 500 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.